Event description:
Physician performed surgery in 2009, using the c-port xa device. Surgery was successful and the pt was closed up. The next day the pt was brought back to the operating room due to bleeding from the "toe" of a c-port anastomosis.

Manufacturer narrative:
The physician stated the anastomosis looked good at the time of the procedure, but the bleeding got worse once the pt went to the floor. The physician brought the pt back to surgery the next day. The toe of the anastomosis had a "stream" of blood flowing from the anastomosis. The physician repaired the anastomosis and no further complications were reported. The device was not returned to the MFR for evaluation. The physician stated that usually there is some bleeding from the toe, but it will dry up and that he always checks the anastomosis before he closes and it was dry.